Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 12:26 pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint and there was no evidence of any activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced elevated blood glucose (bg) and was unable to determine a reason for the bg excursion(s). Bg values were not provided, and there were no reported signs or symptoms of hyperglycemia. The patient reportedly self-treated with insulin injections and there was no medical intervention. Reportedly, when the patient switched to a different pump, bgs returned to normal. The alleged bg excursion(s) does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific inaccurate delivery issue.